Event description:
It was reported the pump replacement on went fine and the wound was healing well. It was reported the pump was replaced due to the pump being too big in the pocket and was replaced with a 20ml pump. The pump was used to deliver infumorph.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID, lot and serial number unk, product type: catheter. (B)(4).